Event description:
A pt ((B)(6)) was enrolled in (B)(6) study for stress urinary incontinence. On (B)(6) 2011, the pt was injected with 1.0 ml coaptite, lot 1024532. On (B)(6) 2011, the pt was injected with 1.0 ml coaptite, possible lots 1026685, 1026686 and 1026687. On (B)(6) 2011, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with cipro 500 mg bid x 7 days and recovered by (B)(6) 2011 (will query). Per physician, the event was of moderate severity and definitely not related to coaptite. On the same date, the pt also developed an vaginal yeast infection diagnosed by periurethral exam. The pt was treated with diflucan, 100 mg daily x 5 days. Recovery info was not provided for this event. Per physician, the event was of moderate severity and definitely not related to coaptite. Add'l treatment mycolog cream 100 grams as directed, prescribed (B)(6) 2012.

Manufacturer narrative:
Add'l possible lost used: 1026685 (expiration date 07/2014, manufactured 07/2011), 1026686 (expiration date 07/2014, manufactured 07/2011), and 1026687 (expiration date 07/2014, manufactured 07/2011). The device history records for lot all 4 lots were reviewed, all required testing specs were met prior to release, there were no abnormalities noted. Add'l implanted date - (B)(6) 2011.